Event description:
The customer reported during operations check the paddles failed. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported during operations check the paddles failed. There was no reported pt involvement. The customer tested the device with a known working set of paddles and the problem was resolved. The customer ordered a replacement set of external paddles to resolve the issue. The external paddles were not available for eval. We will consider this malfunction of the external paddles where the paddles failed.